Event description:
Upon removal and replacement of the pump and catheter, the physician noted black material occluding the catheter openings in the spine portion. The reason for the removal/replacement was not provided. There was reported to be no pt injury. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.